Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is a foreign object inside the cassette. There was unknown patient involvement.

Manufacturer narrative:
H3: three samples in used condition were received for evaluation. As received, a black circle outline was observed in each cassette. A grey particulate between the inner bag and cassette body (outside the fluid path) was observed on two samples. There were no anomalies and damages to the third sample. The two affected samples were sent for further analysis, but the analysis was inconclusive. The complaint of foreign objects can be confirmed on two of three cassettes; however, the particulates were not in the fluid path and would therefore cause no risk to the patient. The root cause analysis is being addressed under a formal CAPA investigation. No additional investigation activities are pending at the complaint level.a review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products